Event description:
It was reported that the customer has passed away in a hospital. The caller stated that the customer had a bladder surgery and never came out of it; he never recovered from the surgery and went into cardiac arrest. The customer was hospitalized on (B)(6) 2015. The customer had a tumor in the bladder. The caller stated that customer had lost his foot. The customer had heart disease. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death. The caller stated that the customer was wearing the device at the time of the hospitalization, but the caller was not sure when the device was taken off from the customer. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The new information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window and keypad overlay. The daily insulin total averaged from 11.65 units to 49.0 units. The total basal insulin was from 11.65 units to 49.0 units and the total bolus insulin from 0 to 9.8 units.